Event description:
The manufacturer received information alleging a ventilator inoperable error occurs. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the alarm log confirmed the customer's allegation. The main pca was replaced. An abnormal sound was coming from the blower. The device was cleaned, tested, alarm tested, calibrated, and tested on the test station. No abnormalities were found.